Event description:
Per the clinic, the patient experienced pain, dizziness, tinnitus and no performance with the internal device. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.